Event description:
The pt received his scs system on (B) (6) 2006. It was reported that the pt has had ongoing issues with charging his ipg and with it going into sleep-mode during use. An x-ray confirmed the correct orientation of the implanted ipg. Attempts at communication with his ipg to additional programmers were not successful. Attempts to recharge using add'l chargers were also unsuccessful. Due to insurance issues the pt must wait a year before having his ipg replaced. No devices have been returned to ans for eval.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.